Event description:
Boston scientific crm received information that this patient presented with complete heart block and an escape rate of around 40 bpm. The sales representative (sr) was concerned something was wrong so he interrogated the patient's pacemaker and programmed to vvi 90 with an output of 5v. At a 5v output, capture was obtained, then the sr noted that the outputs was previously programmed to auto 3.4v and the daily measurements indicate retry's were listed.

Manufacturer narrative:
Technical services discussed the automatic capture algorithm stating a patient with high thresholds is not a candidate to use this feature. The sr confirmed automatic capture would be programmed off and will discuss further with this issue further with the physician. Should additional information become available, this event would be updated.